Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving three drugs at unknown concentrations and doses including hydromorphone, an unknown drug that started with a ¿c,¿ and another unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was hospitalized because they were having a hip transplant. It was indicated that they did magnetic resonance imaging (MRI) to check on the hip and stated that while having the MRI the patient¿s pump got hot. This was considered a sudden change in therapy/symptoms. It was noted that when the pump got hot they had to stop the MRI but they were not able to feel the warmth though the skin but the patient could feel the warmth/hotness on the inside. It was reported that once they stopped the MRI the hotness/warmth went away. No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that no troubleshooting was performed related to the pump getting hot during the MRI. The hcp was not notified of the event and was not made aware of it until a week after the event.